Event description:
The following was reported to davol by the patient: it was alleged that on (B)(6) 2007 the patient was implanted with a ventralex mesh during an umbilical hernia repair. Patient alleges that following this surgery he has felt uncomfortable "on and off". The patient alleges that on (B)(6) 2013 he started feeling ill with fever and the area around his umbilical incision site became red and painful. The patient alleges that he started treatment as an outpatient with IV vancomycin drip for his infection. On (B)(6) 2013, the patient had his ventralex mesh explanted.

Manufacturer narrative:
Based on the information available at this time. No definitive conclusions can be made. It was alleged that more than six years post implant the patient started feeling ill with fever and the area around his umbilical incision site became red and painful. He subsequently underwent excision of the mesh. The explanted mesh was returned to davol for evaluation. The device was in vivo for six years and there was tissue attached. The condition of the device made a complete evaluation impossible. The device appears to be intact and no anomalies were found. The patient alleges that he developed an infection, while no culture reports have been provided, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, no specific device failure has been alleged and medical records have not been provided. We have contacted the initial reporter to request medical records. If additional event information is obtained, a follow up MDR will be submitted.